Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor auto zero failed" error message (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "proximal pressure sensor auto zero failed" error message (110b). The remote service engineer (rse) provided the following instructions: verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4) valves, replace the da pcba. The customer was provided with the part number for a replacement solenoid valve, and da board. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.